Event description:
It was reported that the device had channel error 242.4000 during inspection. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of during inspection, channel error 242-4030 was confirmed. On (B)(6)2024, lvp was received unboxed and with paperwork. Channel error 242-4030 when door is opened. Motor gear loose screw that also damaged ail. Screw torqued to spec and error cleared. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace ail. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.